Event description:
It was reported that a malfunction alarm occurred. Customer reverted to an alternative method of insulin therapy. Customer¿s blood glucose (bg) level was below 44 mg/dl, due needing a setting adjustment. Customer consumed carbohydrates to address bg. A replacement pump was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.